Event description:
Progav valve would have reprogram by itself. Breaking system might have been damaged. Put in a new valve. Dr. Mclanahan cut the shunt assistant that was attached to the prograv and left it in the patient and added a codman valve.

Manufacturer narrative:
Device has been forwarded to manufacturer for evaluation.